Manufacturer narrative:
One 22003-0004 sample from lot 19096776 was received for investigation in sealed packaging. The sample was subjected to functional testing by loading it into alaris system pump from bd stock and opening and closing the pump door; no functional issues were identified throughout testing, with the flow stop noted to have been correctly closed in each instance when the pump door was opened. No fluid leakage was observed to travel beyond the flow stop when the pump door was opened indicating that the flow stop was functioning as intended. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19096776 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 22003-0004 set in the past 12 months h3 other text : see section h.10.

Event description:
The reported feedback suggests failure of free flow protection on IV administration set. It was noted that when removing the IV from the as lvp post administration of herceptin (chemo) the flow stop mechanism of the IV set (safety clamp fitment) was not fully closed and the line remained open with flow of fluid possible.

Manufacturer narrative:
22003-0004/no 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 11426964. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests failure of free flow protection on IV administration set. It was noted that when removing the IV from the as lvp post administration of herceptin (chemo) the flow stop mechanism of the IV set (safety clamp fitment) was not fully closed and the line remained open with flow of fluid possible.